Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a patient presented with blurry vision and cannot see to read in both eyes post lasik. The patient was noted to have a mottled epithelium and a bandage contact lens was placed in both eyes to allow healing. Additional information received states the patient's symptoms are getting better but have not resolved. A bandage contact is in place and the patient still being monitored. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior and after the treatment.. Technical root cause could not be determined as the system is performing within specifications and as intended. (B)(4).